Manufacturer narrative:
The customer provided an additional sample from the patient with original sample ID (B)(4) for interference testing no interfering factor was identified. No product problem was found.

Manufacturer narrative:
A sample from patient identifier (B)(6) was provided for investigation. The sample was found to contain an interferent to a component of the complained assay. This limitation is covered in product labeling.

Manufacturer narrative:
Further investigations of the sample (B)(6) could not be performed as there was no more remaining volume of the sample available. For diagnostic purposes, the results should always be assessed in conjunction with the patients medical history, clinical examination and other findings.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). It is believed that the samples contain an interferent to the ft3 and ft4 assays. It was asked, but it is not known if any erroneous result was reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with (B)(6) for information related to the ft4 assay. Refer to the attachment to the medwatch for all patient data. The sample was initially tested on the customer's e602 analyzer. The samples were then provided for investigation where they were tested on another e602 analyzer and a cobas e 411 immunoassay analyzer (e411). No adverse events were alleged to have occurred with the patients. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. The e602 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 257857, with an expiration date of july 2018 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 227001, with an expiration date of march 2018 was used on this analyzer.